Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was in the hospital and believed the pump was not working as it should. The pump was unavailable for troubleshooting and the patient could not be reached for further information. This complaint is being reported because the patient allegedly was hospitalized while on the insulin pump.